Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portions of the driveline did not confirm an issue that could have contributed to the reported pump stop event captured in the submitted log file. Two distal end driveline replacements were performed on (B)(6) 2018 under work order (B)(4). The first repair was returned measuring approximately 14¿ and the second repair was returned measuring approximately 22¿. An electrical continuity test of the first replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket had been removed until 4¿ from the metal connector but was otherwise unremarkable. The clear bionate was also unremarkable. Shield breakdown was observed 2.5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. An electrical continuity test of the second replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket, clear bionate, and metal braided shield were unremarkable. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires.

Manufacturer narrative:
The patient¿s weight was requested but not provided. Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that low speed warning, low flow and pump stop were observed while connected to power module. Alarms resolved when place on batteries. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stops and low speed advisories. X-rays showed internal and external areas of concern. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Pump stoppages occurred post repair so a second replacement was performed on the full length of the driveline. Pump stoppages continued to occur and the patient was given an ungrounded power module patient cable. Additional information was requested, but was not provided.